Event description:
Compalinant alleged that during a routine shift check of the device by a clinician, there was no screen display upon power up of the unit. The complainant indicated that there was no patient involvement in the reported malfunction.